Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Reached out to the consumer on phone number provided in the email. The consumer stated, the needle would not draw his insulin. Stated, initially he thought it drew. He took his injection using the syringe but his numbers were 170 and that's when he became suspicious and thought, "maybe the insulin did not go in". Stated, he put some water in the barrel and tried to push it out through the needle and that's when he realized, the needle was clogged. Stated, he played around with the syringe a few times and eventually got the water to come through the hole but he did not use it for his injection. He used a second syringe instead and that worked. Stated, he has been using the product for over 40 years and never had any issues. Subject: (B)(6). Item(s): 328291 lot(s):3219217 date incident occurred: 9/5/2025. Was the patient impacted? Could not use needle if yes, describe: did not draw is a sample available?: yes customer request?: no request.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: b2, h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. No root cause determined at this time. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.